Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
Additional information was received on 02/09/2017 in the form of work release dated (B)(6) 2016 from the treating physician stating that the consumer had decreased vision which limited activities of daily living and working including driving at that time. Additional information has been requested, but has not been received yet.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received on (B)(6) 2017 via telephone: the patient reported that contact lens wear has been resumed.

Manufacturer narrative:
(B)(4)

Event description:
Further information received from the patient on (B)(6) 2017 clarifies that contact lens wear has not resumed at that time. The patient stated that soft contact lenses cannot be used in her left eye due to the top of her cornea being "scarred up and flat." The patient's physician advised the use of hard contact lenses for continued wear.

Manufacturer narrative:
(B)(4)

Event description:
An account payment history was received by the treating corneal specialist on (B)(6) 2017. In addition to the dates previously reported ((B)(6) 2016), the account payment history indicates that the patient was also seen for examination on the following dates: (B)(6) 2016, (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017. The account payment history also indicates that the patient was seen for a therapeutic contact lens fitting on (B)(6) 2017. No further information regarding these visits was provided.

Manufacturer narrative:
An unopened product was returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported on 12/20/2016 by a female consumer via website, the consumer stated the she developed a pseudomonas corneal ulcer in the left eye (os) on (B)(6) 2016. The consumer stated that she could not perform at work and has suffered lots of pain. Additional information was received from the consumer during a phone call on 12/21/2016; the consumer reiterated that she had a pseudomonas corneal ulcer covering the entire iris of the os along with redness. The consumer stated that the symptoms started on (B)(6) 2016. The consumer also stated that she sought medical attention with two eye doctors and was currently seeing her ophthalmologist two to three times per week. The consumer also reported that she was on five different eye drops and oral antibiotics and discontinued contact lens wear. The consumer initially visited an eye care physician (ecp) and was treated from (B)(6) 2016. The consumer was then referred to a corneal specialist who treated the consumer from (B)(6) 2016. Medical records were received from the corneal specialist on 12/27/2016; a summary of these medical records is as follows- on (B)(6) 2016 the (B)(6) female patient presented with symptoms: headache, pain and pressure in the os for two weeks. It was noted that the symptoms aggravated with contact lens use and that the consumer denied overnight wear. It was also noted that the consumer experienced relief with vigamox 1 drop os every 1 hour (q1 hour), betimol 1 drop os twice a day (b.i.d), ciprofloxacin 1 tablet orally (po) b.i.d, atropine 1 drop os b.i.d and erythromycin ointment (ung.) Os b.i.d. The severity of the symptoms was described as mild and the symptoms were noted as improving. Physical examination findings showed that the distance visual acuity with correction (vacc) was hand motion (hm). The pupil/iris was dilated. The intraocular pressure (iop) measured at 8:53 am by tonometry was 5. The bulbar conjunctiva was severely inflamed. The cornea showed ring infiltrate with central clearing and epithelium defect measuring 5.2 mm. The corneal stroma was minimally thinned centrally and the anterior chamber showed a clearing hypopyon. The depth of the anterior chamber was noted a 4+ and the cells and flare were noted as 2+ respectively. The diagnosis given was corneal ulcer os. The assessment was that the epithelial defect was smaller or about the same size and that the iop was very low. It was noted that there were clinical signs of improvement from the previous notes from the ecp. The consumer was asked to minimize the eye drops to prevent toxicity ¿ the consumer was told to discontinue betimol eye drops, to add 2000 mg vitamin c, to administer vigamox 1 drop os every 2 hours (q2 hrs) and to continue using the erythromycin ung., atropine eye drops and ciprofloxacin tablets as prescribed. The consumer was advised to discontinue contact lens wear and to stay off of work. The consumer presented for follow up on (B)(6) 2016 with improving blurred vision, pain when keeping os open for too long and itching. It was noted that the consumer experienced relief with the atropine b.i.d, vigamox b.i.d and erythromycin b.i.d. The severity of the symptoms was described as improving. Physical examination findings showed that the distance vacc was hm. The eyelids showed mild ptosis and the bulbar conjunctiva was severely inflamed. The cornea showed ring infiltrate with central clearing and epithelium defect measuring 5.2 mm. The corneal stroma was minimally thinned centrally, still firm and soft in central portion. The anterior chamber showed a clearing hypopyon. The depth of the anterior chamber was 4+ and the cells and flare were noted as 1+ respectively. The assessment was that there was slow improvement. It was noted that a culture (unspecified) was done. The consumer was advised to continue vigamox 1 drop os q2 hrs, atropine os b.i.d, erythromycin ung. Os b.i.d, ciprofloxacin po b.i.d and 2000 mg vitamin c daily and to return for follow up on (B)(6) 2016 after surgery (the type of surgery and the date of the surgery were not specified). The consumer presented for follow up on (B)(6) 2016 with complaints of redness, lack of sleep and strain in os for 20 days. It was noted that the consumer experienced relief with the atropine os b.i.d, vigamox q2 hours, ciprofloxacin po b.i.d and erythromycin os b.i.d. The severity of the symptoms was described as mild. Physical examination findings showed that the distance vacc was hm. The intraocular pressure (iop) measured at 14.30 pm by tonometry was 14. The eyelids showed mild ptosis and the bulbar conjunctiva was severely inflamed. The cornea showed ring infiltrate with central clearing and epithelium defect was moving in along the bottom measuring 4.5 mm*4.5 mm. The corneal stroma was minimally thinned centrally, still firm and soft in central portion. The anterior chamber did not show any hypopyon. The depth of the anterior chamber was 4+ and the cells and flare were noted as 1+ respectively. It was noted that there was slow improvement and a smaller defect. It was also noted that the unspecified culture that was done on (B)(6) 2016 came back negative. The consumer was prescribed durezol every day (qday). The consumer was told to continue ciprofloxacin po b.i.d and 2000 mg vitamin c daily, to reduce vigamox to 1 drop every 4 hours (q4 hrs), to discontinue erythromycin ung., and to use atropine only for comfort. The consumer was asked to return for cornea follow up with shf (not specified) on (B)(6) 2016. The consumer presented for follow up on (B)(6) 2016 with the complaint of feeling of pressure in os. The quality of the symptoms was described as stable. It was noted that the consumer experienced relief with durezol os qday, vigamox os q4hrs, ciprofloxacin po b.i.d and vitamin c 2000 mg. Physical examination findings showed that the distance vacc was count finger 2¿ (cf 2¿). The eyelids showed mild ptosis and the bulbar conjunctiva was severely inflamed. The cornea showed ring infiltrate with central clearing and epithelium defect moving 360¿ measuring 4 mm*4 mm. The corneal stroma was minimally thinned centrally and still firm. The anterior chamber did not show any hypopyon. The depth of the anterior chamber was 4+ and the cells and flare in os were noted as rare and trace respectively. The prescription included increasing the dose of durezol os to b.i.d and continuing vigamox os q4hrs, ciprofloxacin po b.i.d and vitamin c 2000 mg daily. The consumer was asked to follow up on (B)(6) 2016. The consumer presented for follow up on (B)(6) 2016 with the ulcer looking yellow and complaints of redness and blurry vision in os for one week. It was noted that the consumer declined presence of pain and irritation. The symptoms were noted as slowly improving with durezol os b.i.d, vigamox os q4hrs, ciprofloxacin po b.i.d and vitamin c. Physical examination findings showed that the distance vacc was count finger 1¿ (cf 1¿). The eyelids showed mild ptosis and the bulbar conjunctiva was moderately inflamed. The cornea showed ring infiltrate with central clearing and epithelium defect moving 360¿ measuring 2.5 mm*2.0 mm. The corneal stroma was minimally thinned centrally and still firm. The anterior chamber did not show any hypopyon. The depth of the anterior chamber was 4+ and the cells and flare were noted as rare and trace respectively. The assessment given was that there is continued improvement, the defect was smaller and the ulcer was less opaque. The prescription included continuing durezol os b.i.d, vigamox os q4hrs, ciprofloxacin po b.i.d and vitamin c 2000 mg daily. Medical records from the ecp for treatment during (B)(6) 2016 were received on 01/04/2017; a summary of these medical records is as follows- the consumer visited an ecp on (B)(6) 2017 with complaints of redness, irritation, soreness, white mucus and feeling of something in os which began on (B)(6) 2016 after removing contact lenses from the eye. The consumer also had headache and pain level-5. Physical examination findings showed that the visual acuity without correction (vasc) was hm. The iop measured at 11.52 am by tonometry was 18. The eyelid showed erythema and the conjunctiva showed 4+ injection with superior nasal sub-conjunctival hemorrhage. The cornea in os showed no epithelial defect with sloughing, 5.4 mm*6 mm area of opacity and ring like infiltrate. The anterior chamber was deep and showed a hypopyon of size 1 mm. It was noted that the ecp was unable to view past the lens. The os also had mucus externally around the eye. The assessment was contact lens related large ring like corneal ulcer with hypopyon. Acanthamoeba v/s pseudomonas infection was suspected. It was noted that a culture was taken. The treatment prescribed included vigamox os q1hr round the clock, atropine 1% os b.i.d and tylenol or advil for pain as necessary (prn). The consumer was advised to discontinue contact lens wear and was asked to follow up on (B)(6) 2016. The consumer presented for follow up on (B)(6) 2016 with mucus discharge, light sensitivity, less pain and an improved os. The pain level was indicated as 2/10 and the visual acuity (va) was indicated as "not better". Physical examination findings showed that the visual acuity with correction (vacc) was hm. The iop measured at 08.30 am by tonometry was 27. The eyelid was described as leathery and the conjunctiva showed 4+ injection with chemosis. The cornea showed epithelial defect measuring 6 mm*6-1 mm with ring infiltrate. The anterior chamber showed a hypopyon of size 3 mm. It was noted that the view of the iris was poor but the pupil was dilated. The consumer was advised to continue vigamox os q1hr round the clock and atropine 1% os b.i.d, and to use erythromycin ung. For eyelids b.i.d prn. The consumer was asked to follow up on (B)(6) 2016. The consumer presented for follow up on (B)(6) 2016 with headache on the left side and periorbital warmth. It was noted that the consumer was taking ibuprofen for pain. It was also noted that the consumer¿s eye was feeling better. Physical examination findings showed that the visual acuity without correction (vasc) was hm. No improvement was noted in the pinhole reading. The eyelid was described as less leathery as compared to the previous visit and the conjunctiva showed 3-4+ injection. The corneal epithelial defect measured 5.8 mm*5.5 mm with infiltrate measuring 6.4 mm*7 mm. A pictorial representation of the cornea showed that approximately 50% of the cornea was affected by the epithelial defect and the infiltrate and the rest of the cornea showed a ground glass appearance. The anterior chamber showed a hypopyon of approximately 1 mm. It was noted that there was light erythema around os. It was noted that the culture taken on (B)(6) 2016 was positive for pseudomonas. The culture report for routine anaerobic culture indicated that no anaerobes were isolated. The consumer was advised to continue vigamox os q1hr while awake, atropine 1% os b.i.d, erythromycin ung. For eyelids b.i.d prn and to start ciprofloxacin 500 mg po b.i.d for 10 days. The consumer was asked to follow up on (B)(6) 2016. The consumer presented for follow up on (B)(6) 2016 with increased pressure in os from (B)(6) 2016 and headache. It was noted that the consumer was unable to sleep due to pain even after taking ibuprofen tablets. Physical examination findings showed that the visual acuity with correction (vacc) hm. The iop measured at 11.15 am by tonometry was 28. The tonometry application time was indicated as cac. The conjunctiva showed 3-4+ injection. The corneal epithelial defect measured 6 mm*5 mm with ring infiltrate. The anterior chamber showed no hypopyon. The ecp¿s impression was elevated iop. The consumer was advised to continue vigamox os q1hr, erythromycin ung. For eyelids b.i.d prn, ciprofloxacin 500 mg po b.i.d until remaining course finishes and to start timolol b.i.d. The consumer was referred to a corneal specialist and was advised to visit the corneal specialist after four to five days. It was noted in the medical record that the ecp did not receive any updates from the consumer¿s consultation with the corneal specialist. Additional information has been requested, but has not been received yet.